Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: visual examination of the device confirms the device fractured at the proximal stem. A review of the device history was not possible due to not having the lot number reported nor on the device. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause is undetermined. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient underwent a hand surgical procedure. Sometime post-op it was discovered that the metacarpophalangeal prostheses of the index finger (d2) and middle finger (d3) were broken at the prosthesis joint. This incident resulted in persistent pain and osteoarthritis for the patient. An operation had to be performed to replace the damaged prostheses with others of identical characteristics but from another laboratory. The original index finger prosthesis was implanted by the same facility however the middle finger prostheses was implanted in another hospital and was not able to be identified.